Event description:
Patient had a mid shaft humerus fracture and was implanted with an 11 hole plate and 8 screws on (B)(6) 2012. The patient came in for a follow up visit, date unknown, and x-rays showed 3 screws broke at the head with the shaft of the 3 broken screws remaining in the patient's bone. The surgeon did a full hardware removal on (B)(6) 2012. Patient was revised to another plate and screws. The surgeon completed his procedure successfully. This is 1 of 4 reports for this event.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.